Event description:
It was reported that port was implanted in 2004. The catheter "broke" and migrated into body. Surgical intervention was required to retrieve catheter. Device was replaced with another a-port. No pt complications were reported.